Event description:
Patient presented to the physician with swelling at the stimulation lead incision site. Physician examined the area and patient was diagnosed with an abscess. Physician prescribed antibiotics. This resolved the issue.